Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due to high pacing thresholds and loss capture with no asystole, caused by a dislodgement towards the coronary sinus. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field: h6: averse event problem: medical device problem code added.

Event description:
It was reported that this left ventricular (lv) lead was capped and surgically abandoned due to high pacing thresholds and loss capture with no asystole caused by a dislodgement towards the coronary sinus. No additional adverse patient effects were reported.